Manufacturer narrative:
(B)(4). Additional concomitant medical products: item# 00-8018-022-02 femoral head +0x22mm dia lot# 62144985; item# 00-7848-003-00 kinectiv modular neck s lot# 62967598; item# 00-6200-050-22 f/m acet shell 50mmod cluster lot# 62136628; item# 00-6305-050-36 xlpe poly liner 50/52/54 x 36 lot# 62175111. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial left total hip arthroplasty approximately 6 years ago. During initial procedure it was noted that upon almost complete insertion of stem, there was a small nondisplaced crack about the medial calcar. A cerclage wire was then placed to aid in stabilization.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of operative notes provided. Review of operative notes dated (B)(6)2012 confirm that the patient underwent an initial left total hip arthroplasty. During the procedure it was noted that the patient suffered a small nondisplaced crack about the medial calcar upon insertion of the stem. The surgeon noted that the patient's bone was quite thin and had essentially no cancellous bone near the calcar. A cerclage wire was then to aid in stabilization. No further complications were noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Other text : product not returned

Event description:
No further event information available at the time of this report.